Event description:
It was reported that a malfunction occurred on the customer's pump, which was very low on battery life when the issue happened. There was no reported adverse impact on the customer's blood glucose level. The customer was able to reset the pump with the assistance of technical support and continued using the same pump despite its previous malfunctions.